Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test dop 114-830. Sensor passed per specify with accurate readings. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found sensor cannula split from cannula tubing see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the insulin pump alarm change sensor and calibration error. Customer's blood glucose was 128 mg/dl. Customer stated alarm did not occur shortly after performing a find lost sensor. Customer stated there was not an incorrect blood glucose or delay entry. Customer stated alert did not occur as a result of the 1st calibration attempt after in it. Customer stated they are experiencing intermittent calibration error alerts. The patient is using a single meter for calibration. The customer is not able to upload to carelink. It was explained to customer to calibrate 3-4 times a day for calibration. The customer was advised of correct calibration protocol. The customer was advised that sensor is responding to glucose changes. The customer was advised to monitor.